Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the back haptic broke off of a lens and was sitting on top of the lens. The surgeon observed what looked like hair fibers on the lens under the microscope and the edge of the lens looked strange. The lens was removed through an enlarged incision and replaced with the same model and size lens with no sutures required. Additional information was received from the surgeon that following the intraocular lens (iol) implant surgery, the patient was diagnosed with cystoid macular edema and is now being treated by a retina specialist. Additional information was requested and received.

Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Blood and solution are dried on the lens. Haptic and optic damage was observed. No hair/fibers or edge anomalies were observed. The returned questionnaire only indicated the broken haptic issue. A used cartridge was also returned. The cartridge only has viscoelastic visible at the tip. The tip has medium/heavy stress and a small aneurysm. Iol product history records were reviewed and the documentation indicated the product met release criteria. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The handpiece and viscoelastic indicated are qualified for this combination. Based on our observation it can be reasonably concluded that the event/damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The observed cartridge damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. There are no other complaints in this lot. Investigation has been completed based on current information. (B)(4).